Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having issues with the insulin pump. Customer stated that she only gets the first half of the reservoir and she gets a no delivery every once in a while. Customer stated that her blood glucose has been high. Customer stated that she has air bubbles in the reservoir. Customer's blood glucose was 323 mg/dl at the time of the incident. Customer stated that the bubbles are a good size. Customer stated that the pump was not rewound with a reservoir in place. Troubleshooting was performed and customer stated that the insulin was stored at room temperature. Customer was advised to change the infusion set. Customer stated that the insulin was denatured. Customer was advised to monitor the issue and to make sure the insulin is not denatured or expired.